Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tissue was caught in the flexible elbow joint above the sealing jaws on a vessel sealer extend instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter responded that she was not there during the procedure but was aware of this issue through the surgeon. While using the vessel sealer extend instrument, the tissue kept getting into the little joint of the instrument. Because the tissue was close to the bowl, the surgeon was worried it would be a problem if they used the instrument again, so the surgeon decided to use another vessel sealer extend instrument. No issues were noted with the backup instrument. The surgical task performed was trying to seal. The reported instrument was functioning (sealing) regularly. The issue was only with tissue getting into the elbow joints. Not exactly sure what the target tissue was. There was no injury or harm to the patient. Isi made multiple attempts to reach the surgeon, concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tissue was caught on the elbow joint, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer extend instrument was analyzed and fa cannot verify external event the instrument was inspected and found no damaged cables or sharp edges around the distal end. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No ceramic dots missing. The probable root cause of tissue was caught on the elbow joint cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as fa found no issues with the vessel sealer extend instrument. This event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted benign hysterectomy surgical procedure, the tissue was caught in the flexible elbow joint above the sealing jaws on a vessel sealer extend instrument. It is possible that entrapment of tissue may have occurred. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.